Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer resumed insulin therapy on the pump and had manual insulin injections if needed. Customer¿s blood glucose level was 200 mg/dl

Manufacturer narrative:
The device has been received for evaluation: however, device evalutaion is not yet complete. A supplemental report will be submitted upon completion of the evaluation.